Event description:
A vsd-musc-004 was reported to be incompatible with this 6fr torqvue deivery system. The procedure was stopped due to increasing blood loss of the patient.

Manufacturer narrative:
The delivery system was not returned for analysis, and the delivery system's lot number was not provided. This device was used in assocation with the device in 2135147-2008-00020.